Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510k #: exempt preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a unspecified procedure using a ncircle tipless stone extractor, a section of the device broke off inside the patient. The detached section of the device was retrieved using an additional stone retrieval basket, and this basket was used to complete the procedure. It was verified with x-ray that no unintended section of the device remained inside the patient's body. There were no adverse effects to the patient as a result of this alleged product malfunction.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: a visual inspection and functional test of the returned device was conducted. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3 cm in length. The support sheath was bowed in appearance. The basket formation was missing two wires. The remaining two wires were secure in the distal cannula. Function test determined the handle does actuate the remaining basket formation. Inspection of the returned device does not change the conclusion of the investigation. It is possible that excessive force was applied to the basket, causing the basket wires to separate from the device. There was no information related to procedural factors that would indicate excessive force was applied, therefore the cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: section c. Event summary: it is reported during a unspecified procedure using a ncircle tipless stone extractor, a section of the device broke off inside the patient. The detached section of the device was retrieved using an additional stone retrieval basket, and this basket was used to complete the procedure. It was verified with x-ray that no unintended section of the device remained inside the patient's body. There were no adverse effects to the patient as a result of this alleged product malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. No physical examinations were performed. A document-based investigation evaluation was performed. No related nonconformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which cautions, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information available, cook has concluded that a cause for this event could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.